Event description:
It was reported that a cryoablation needle developed frost on the shaft during a procedure. Five icerod needles were used for a renal cryoablation procedure. During the last five minutes in the final freeze cycle, one of the needles developed frost along the entire shaft. Warm saline was applied around the device to protect the patient's skin until the needle could be removed. The treatment was completed successfully using all five needles. No patient complications or injury was reported.